Event description:
Nellcor puritan bennett received a call from a rep of a facility on 05/04/1999. Community care services called to report the following problem: unit on baby. Unit chirped and then shut off.